Event description:
Same case as user/voluntary medwatch #: (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty and stenting treatment procedure, a guide wire tip detachment and patient death occurred. The patient presented with a myocardial infarction. Vascular access was obtained via the right femoral artery. The chronic total occlusion (cto) target lesion was located in the non-tortuous and moderately calcified, 3.5mm in diameter, previously stented left circumflex (lcx) artery. The lesion was not pre-dilated. Another manufacturers' guide wire was advanced into the obtuse marginal (om) artery with the assistance of another manufacturers' dual access catheter. This 300cm pt graphix guide wire was then advanced into the lcx against some resistance crossing the previously placed stents when a clot was noticed in the lcx. The physician attempted to remove the pt graphix guide wire; however, the distal tip of the guide wire detached as a result of becoming entangled with the previously placed stents and then migrated to the distal left anterior descending (lad) artery. The physician attempted to retrieve the guide wire tip with a micro-snare, but this was unsuccessful after one attempt. The blood clot came back up to the cto lcx and then down the lad artery, blocking off the lad. Angiogram showed slower flow in the lad and the patient's blood pressure began to drop. A guide wire was placed down the partially occluded lad and attempts were made to open the vessel. The lcx was also noted to be "shutting down". The patient continued to become more unstable and CPR was administered on two occasions. After approximately 20 minutes of resuscitation efforts, the patient was pronounced expired.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as user/voluntary medwatch #: (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty and stenting treatment procedure, a guide wire tip detachment and patient death occurred. The patient presented with a myocardial infarction. Vascular access was obtained via the right femoral artery. The chronic total occlusion (cto) target lesion was located in the non-tortuous and moderately calcified, 3.5mm in diameter, previously stented left circumflex (lcx) artery. The lesion was not pre-dilated. Another manufacturers' guide wire was advanced into the obtuse marginal (om) artery with the assistance of another manufacturers' dual access catheter. This 300cm pt graphix guide wire was then advanced into the lcx against some resistance crossing the previously placed stents when a clot was noticed in the lcx. The physician attempted to remove the pt graphix guide wire; however, the distal tip of the guide wire detached as a result of becoming entangled with the previously placed stents and then migrated to the distal left anterior descending (lad) artery. The physician attempted to retrieve the guide wire tip with a micro-snare, but this was unsuccessful after one attempt. The blood clot came back up to the cto lcx and then down the lad artery, blocking off the lad. Angiogram showed slower flow in the lad and the patient's blood pressure began to drop. A guide wire was placed down the partially occluded lad and attempts were made to open the vessel. The lcx was also noted to be "shutting down". The patient continued to become more unstable and CPR was administered on two occasions. After approximately 20 minutes of resuscitation efforts, the patient was pronounced expired.